Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s caregiver reported difficulty connecting the ilet pump to their iphone. Troubleshooting confirmed a bluetooth issue. A replacement device was shipped overnight. No bg impact or adverse events were reported.